Event description:
It was reported that an ilet user experienced alert 38 indicating a motor stall, with a prior insulin occlusion alert the same day, and blood glucose measured at 320 mg/dl; the user was on a steel contact detach infusion set with 23-inch tubing, a dry run was successful, and all supplies were replaced and delivery resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a failure to infuse associated with the device motor component, with a communications problem identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.